Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length ancurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in april, 2003. Aneurysm and vessel morphology are unk. It was reported that the device was implanted with a cross-over technique. It was reported that films taken stenosis in the device. It was reported that, approximately 1 week post-implantation, the pt began having symptoms of short distance claudication of the left leg. In 2003. A CT scan demonstrated that the stent graft was in satisfactory position with no visible endoleak. The left limb of the stent graft was occluded, with reconstitution distally at the external iliac artery. It was reported that there was a small kink in the stent graft. In may 2003, angiography was performed, and a catheter was placed for thrombolytic treatment. In may, 2003, angiography demonstrated markedly improved flow through the left iliac limb with no residual thrombosis. There was also a moderate 60% stenosis involving the iliac limb in a location where the limb crosses the right limb. The stenosis was resolved with balloon angioplasty and placement of a stent. No additional clinical sequelae were reported, and the pt is reported to be fine.